Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During impella cp pump support, the patient experienced priming problems. Clinical stated staff did not connect and prime the cp pump correctly before placing it in patient. The impella cp pump was replaced as a result of this priming problem. This is considered a non- reportable malfunction.